Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 25 mmol/l (450 mg/dl) less than 24 hours after the pod was activated. Upon inspection she noticed the cannula had come out of the infusion site. She did not provide any further information.